Event description:
It was reported that a patient developed an abscess in a tooth approximately one month after placement of restorations into two teeth using dyract extra and prime & bond nt; the tooth was extracted as a result. Approximately five months following a placement of the restorations, the patient presented with an abscess in the other tooth. As a result, the patient was placed on antibiotics and the tooth will most likely be extracted.

Manufacturer narrative:
While it is unknown if either the prime & bond nt or dyract caused or contributed to the event since development of infection could be the result of any number of factors including product malfunction, technique error, or failure to remove all of the decay prior to restoration placement, it is possible and, of the two products, more likely that the bonding agent would be a contributing factor. However, based on the available information, it does not appear that the prime & bond used in this event malfunctioned since it performed as intended - i.e. Bonded the restorations in place. The device was not returned for evaluation and the lot number is not known for retained product testing and/or DHR review.